Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. The trilogy evo ventilator was returned and evaluated by a third party service center. The third party service technician states that the customer's complaint was confirmed. A ventilator service required error code was found in the device's error log relating to an internal battery wake volt failure. The technicians states that the internal battery was replaced to resolve the issue. Additionally, the device failed the first functional service test due to a power source issue. The technician replaced the trilogy evo system printed circuit assembly (pca) board. The device passed the rework test. The device then failed the section functional service test due to a power source verification relating to the internal battery. The root cause is noted to be a short on the board with the removable battery pca. The technician replaced the detachable battery pca to resolve the second failed test. The device passed the second rework testing and all functional testing. Additionally, it is noted that the trilogy evo front panel, base assembly, main housing, outlet side panel, vanity cover, system pca tubing, blower chassis tubing, yellow hoses, fio2 tubing, low flow o2 tubing were contaminated with yellow sticky residue and have been replaced. The internal battery door and connection cover were noted to have physical damage and have been replaced. The air inlet foam filter was replaced for maintenance.